Manufacturer narrative:
(B)(4). Method: film. Results: stent graft migration, endoleak. Aortic neck dilatation and remodeling of the aorta. Conclusion: aortic neck dilatation and remodeling of the aorta.

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 44 months ago. Aneurysm and vessel morphology from the time of implant were not reported. Currently the aortic neck is 20-24-30-35-38 mm in diameter from proximal to distal. It was reported that the aorta had remodeled due to proximal neck dilatation and the original bifurcated graft migrated distally resulting in a type I endoleak. An endurant 363670 aortic cuff was placed just above the bifurcation of the talent stent graft and extended to the level of the lowest renal artery (left). The overlapped areas of the aortic cuff and existing stent graft were ballooned with a reliant balloon in addition to the most proximal segment of the graft to obtain a seal. The post images showed the endoleak and migration were successfully resolved. No additional clinical sequelae were reported and the patient is fine. Review of single returned post-cuff implant angio shows that the cuff was placed just below the renal, approximately 2.5cm above the migrated talent bifurcate. No proximal type I endoleak can be seen.